Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 01/12/2016. - no parts have been received by manufacturer for analysis. - no further issues have been reported. Part not received by manufacturer.

Event description:
A site representative, neurologic dept., reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. Replacement articulating arm requested. There was no patient present when this issue was identified.